Event description:
Staff attempting to insert an intravenous access using the bd insyte autoguard. They noted that 3 of the 20 gauge shielded IV catheters had the needle sticking out from the catheter. This was noticed while the equipment was still in the wrapper and was not utilized on the patient. No harm occurred.